Event description:
A (B)(6) female patient contacted zoll customer support to report constant adjust belt messages. The issue was isolated to the monitor. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon eval, the canh, canl and drvn gnd wires were exposed inside the belt connector of the monitor. The cause of the constant adjust belt messages is poor communication between the monitor and belt. The cause of the poor communication is the intermittent contact of the exposed wires. The root cause of the exposed wires cannot be positively identified. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.